Manufacturer narrative:
Visual inspection confirmed the reported complaint. The drill tip was missing from the drill, and was not returned. There was a bend in the length of the device shaft and the drill head appears to have broken off at the first coil of the spiral cut along the length. Due to the drill head not being returned, the actual cause of the break could not be determined, however, may have been related to the patients reported bone quality (hard). A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that 3-4mm of the drill tip broke while drilling the femoral tunnel. The broken portion was removed via the passing pin and the procedure was successfully completed. No patient injury or complications were reported.